Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery multiple times. The customer's blood glucose reading was 438 mg/dl at the time of incident and between 468 mg/dl and 580 mg/dl at the time of the call. The customer could not recall any significant events leading to the alarm. Troubleshooting was done for no delivery and settings were correct. The customer declined the high pressure test. The customer was advised to discontinue use of the device and follow up with their doctor regarding the unexplained high blood glucose. The customer declined to return the product for analysis.